Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found the front enclosure was cracked. The autopulse platform is a reusable device and was manufactured in 02/26/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform displaying an error message. The archive could not be retrieved and so a review could not be performed. Functional evaluation of the returned autopulse platform was unable to be performed as a system error "revert to manual CPR" message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error fault. After the processor board was replaced, the device passed functional testing. In summary the customer's reported complaint that the autopulse platform displayed system error was confirmed during functional testing. The root cause was determined to be a defective processor board. After the processor board was replaced, the platform passed all final functional testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during the daily inspection of the device, when the autopulse platform (s/n (B)(4)) was powered on, it displayed a "system error" - (out of service, revert to manual CPR) it is unknown if the system error failure was continuous or intermittent. No additional information was provided. The error was seen during daily inspection of the device.